Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a opening sharp in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening in the plug strap disk shell due to a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Device remains implanted.